Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 c-ring would not retract. No patient harm. No added incisions or time. Opened new kit to finish case.

Manufacturer narrative:
(B)(4) updated sections: b4,g3,g6,h2,h3,h6,h11 the device was returned to the factory for evaluation on 08/07/2025. An investigation was conducted on 8/11/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the tip of the cannula and the scope wash arm of the intact c-ring. The cannula handle was observed to be intact. The c-ring was observed to be intact. The blue toggle was manipulated to retract and extend the c-ring, the c-ring was able to be extended and extended with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- c-ring" was not confirmed. The lot # 3000488957 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.